Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip tip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip did not show damage.